Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net with episodes of auto mode switching (ams) that looked to be caused by lead noise. Due to the low amplitude of the p waves it was difficult to decipher true intrinsic events from baseline noise. Sensitivity could not be adjusted any more without risking undersensing true p waves. The physician decided to continue to monitor the lead until the device reaches eri. It was determined that the patient is an af using an external EKG. The patient is in stable condition.